Event description:
Device issue: failure to deploy - thumb advancer. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the femoral artery after a diagnostic procedure. Reportedly, at the beginning of, thumb advancer deployment/exchange sheath splitting, "the sheath did not split." The safety release was activated and the device was pulled out from the anatomy. The vessel was rewired and a second starclose se device was used to achieve hemostasis. There were no reported adverse pt effects. Though requested, no additional info was provided.

Manufacturer narrative:
(B) (4). (B) (4). The device was received. Investigation is not complete.